Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "on november 11, 2023, when the patient was indwelled, the package was opened and the protective cap was found to be missing needles, and the new butterfly wing needle was immediately replaced, which did not cause adverse effects to the patient." Additional information received: it was reported by the customer "after understanding that when the thyroid surgery nurse gave the patient medicine again, she found that the newly opened needle tip did not have a protective sleeve, which was easy to cause the risk of needlestick injury, so she complained, and at present, it did not cause personal injury, and the device has been discarded."